Manufacturer narrative:
Manufacturer's investigation conclusion: upon evaluation of heartmate ii left ventricular assist system (lvas), serial number (B)(6) , the presence of pump thrombosis was confirmed that would have contributed to the report of elevated lactate dehydrogenase (ldh). A direct correlation between heartmate ii lvas, serial number (B)(6), and the report of heart failure symptoms, vasoplegia, coagulopathy issues, and right heart dysfunction could not be conclusively established through this evaluation. The pump was returned assembled with the driveline cut approximately 6.5¿ from the pump housing, and the distal portion of the driveline was not returned. An unsealed inflow conduit was returned attached to the pump inlet port and severed medially at the flex section. Approximately 3.5¿ of an unsealed outflow graft was returned disconnected from the outflow elbow, which was returned attached to the pump outlet port. The outflow graft bend relief was returned over the outflow graft. The apical sewing ring was not returned. Evaluation of the inflow and outflow conduits revealed no evidence of laminated or denatured depositions or thrombus formations. Examination of the rotor outlet upon disassembly of (B)(6) revealed an adhered, red thrombus formation surrounding the outlet rotor bearing cup. The thrombus demonstrated some laminated layering with denaturation at its edges. Although the origin of this deposition could not conclusively be determined through this evaluation, the laminated structure of this thrombus and its areas of denaturation indicate that it likely developed over an undetermined period of time while (B)(6) was supporting the patient. The thrombus would have contributed to the report of elevated ldh. Examination of the remaining blood-contacting surfaces revealed no evidence of any additional laminated or denatured depositions or thrombus formations. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump underwent cleaning, reassembly, and functional testing under load conditions using a mock circulatory loop. The retrieved data revealed pump power consumption and pressure values that met manufacturing specification. The pump operated as intended. The heartmate ii lvas instructions for use (IFU), rev. C, is currently available. Section 1 ¿introduction¿ of this document lists device thrombosis and right heart failure as adverse event that may be associated with the use of heartmate ii lvas. Section 6 ¿patient care and management¿ (under "pump performance monitoring") outlines indications of pump thrombosis as well as how to respond to such events. This section (under "anticoagulation") also contains information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range. Section 6 (under "right heart failure") discusses the potential development of right heart failure during use of the heartmate ii lvas and outlines the associated treatment options. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on 02dec2019. Review of the device history records for (B)(6) found that there were no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related manufacturer report #2916596-2021-00751. It was reported that the patient was admitted on (B)(6) 2021 and underwent a heartmate ii to heartmate 3 pump exchange on 23jan2021 for suspected pump thrombosis. The patient lactate dehydrogenase (ldh) was elevated at 800 u/l and the patient was exhibiting heart failure symptoms (shortness of breathe and activity intolerance). Operative course complicated by vasoplegia (requiring high dose vasopressors), right heart dysfunction, and coagulopathy issues. The patient was taken to the intensive care unit (ICU). Life support withdrawn on (B)(6) 2021 and patient expired. There were no changes to patient condition or anticoagulation status that may have contributed to this event. There were no changes to pump parameters. There were no diagnostic tests or results. A device related issue did not cause or contribute to right heart failure. Heartmate ii pump to be returned. No autopsy and heartmate 3 will not be returned. The device operated as expected.